Event description:
The customer reported the subject device displayed an e315 error code (scope error). The reported issue occurred during reprocessing of the scope. There was no patient or user injury reported due to this issue.

Manufacturer narrative:
The device is expected to be returned to an olympus service center for evaluation and any applicable repairs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's evaluation and final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the results of evaluation, the following defects were observed: - e315 error ("sporadic failure" - cannot be confirmed, but occurrence is likely). - the instrument channel is buckled and deformed. - water invasion within the device/ leakage check label in the connector was discolored. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate handling of endo therapy accessories which caused leakage, leading to water invasion of the device and an abnormality in electrical components. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." The user can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.